Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation. Imagery provided by the site showed the patient had calcified and undersized vessels. The patient had tortuous access vessels. Two valve structs were bent outward, one at the inflow and the other at the outflow. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A complaint history review was not required as the reported event has been previously identified in a prior product risk assessment. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use and no deficiencies were identified. Per the IFU, it is to be noted if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. During the manufacturing process, the valve frames are inspected and tested several times. During manufacturing, the valve frame was 100% dimensionally inspected and 100% visually inspected by both manufacturing and quality. Valve frames are 100% visually inspected for deformations, grooves, broken struts and scratches. During manufacturing all sapien 3 ultra valve undergo final inspect prior to packaging to ensure there is no damage to the valves. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformance or labeling/IFU inadequacies were identified in the evaluation. The complaint for frame damaged-during use was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. However, a review of the lot history, DHR, and manufacturing mitigation did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the iliac artery has significant tortuosity and significant calcification, as well as a pre-existing bilateral stent graft at the iliac bifurcation¿, and ¿some resistance was encountered during withdrawal of the devices.¿ and per imagery review, patient had calcified, tortuous and undersized mld (minimum luminal diameter) access vessel. The presence of tortuosity, calcification and undersized mld can create a challenging pathway for delivery system insertion/withdrawal through the sheath, and lead to resistance and high push force. So, if excessive force is applied, it can lead to the valve struts catch within the sheath and result in bent struts. Per training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. As such, available information suggests that patient factors (access vessel tortuosity/calcification/undersized) and/or procedural factors (excessive device manipulation during insertion and withdrawal) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A corrective and preventative action was previously instantiated to further investigate activities related to the high resistance during the delivery system insertion and valve frame damage for the sapien 3 ultra commander delivery system configuration. A product risk assessment was previously initiated to investigate the cause and assess the risks associated with frame damaged during use. The occurrence rate did not exceed the monthly control limit for this reported complaint event. The product risk assessment remains applicable and no further action is required at this time.

Manufacturer narrative:
UDI: (B)(4). The investigation is ongoing.

Event description:
As reported by a field clinical specialist, this was a tavr procedure with a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, left side. The iliac artery has significant tortuosity and significant calcification, as well as a pre-existing bilateral stent graft at the iliac bifurcation. For this reason, there was difficulty inserting the first 14 fr esheath into the patient. The insertion angle of the esheath was not steep. There was high push force when advancing the first commander delivery system/s3u valve into the esheath, despite multiple trouble shooting efforts. The first delivery system/valve got held up at the mid portion of the sheath ¿partially expandable portion¿ and the valve became stuck. The esheath and delivery system with the valve were removed as a unit without surgical intervention or injury to the patient. It was reported that some resistance was encountered during withdrawal of the devices. A second kit was opened with another 26 mm s3u valve. Resistance was also encountered with the second system/14 fr esheath and the devices were removed, replacing the 14 fr esheath with a 16 fr esheath. The 2nd valve was advanced and deployed in the aortic annulus with good results. No patient injuries were reported and the patient was doing well post procedure. Upon removal of the first system, it was observed that the first esheath liner was torn and there was a puncture on the strain relief. On the back table, the physician attempted to remove the first ds/valve from the esheath for inspection, but was unsuccessful despite using extra force. It was decided to cut the first esheath to remove the first valve/ds. The first valve frame was observed to be damaged with bent struts on both ends. Per medical opinion, the valve frame struts became bent while the devices were still inside the patient. The first delivery system/valve/esheath were discarded at the facility. Per medical opinion, the reported events were due to patient factors: significant tortuosity, calcification of the iliac artery, and the patient¿s pre-existing stent graft. In addition, procedural factors of a high push force also contributed.